Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/06/2017. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: 11/22/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the handswitch was activated unintentionally. It could not be confirmed if the foot switch was stepped on by mistake. A new handswitch was used to continue. There was no patient harm.